Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. The procedure was done transperineally under local anesthesia. On (B)(6) 2020 the patient received high dose rate (hdr) brachytherapy treatment 2 x10 gy in general anesthesia. Immediately, after hdr therapy the patient had unspecified urinary and bowel symptoms but became asymptomatic until (B)(6) 2021. The patient's feces became watery and the patient experienced air from the urethra. On (B)(6) 2021,a fistula bladder and rectum was diagnosed. On (B)(6) 2021, colostomy was done. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. Block h6: clinical code e2314 captures the reportable event of fistula clinical code e2401 captures the reportable event of injury, nos (not otherwise specified) device code a1502 capture the reportable event of misplacement non-vascular. Block h11: blocks b5, b1 and h6 have been updated based on additional information received on december 11, 2023.

Event description:
It was reported to boston scientific corporation that space oar was implanted during a space oar placement procedure performed on (B)(6) 2020. The procedure was done transperineally under local anesthesia. On (B)(6) 2020 the patient received high dose rate (hdr) brachytherapy treatment 2 x10 gy in general anesthesia. Immediately, after hdr therapy the patient had unspecified urinary and bowel symptoms but became asymptomatic until (B)(6) 2021. The patient's feces became watery and the patient experienced air from the urethra. On (B)(6) 2021, a fistula bladder and rectum was diagnosed. On (B)(6) 2021, colostomy was done. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information received on december 11, 2023. Upon further review of the images, it was observed a rectal wall infiltration and concern for infiltration of the rectal lumen. In the physician's assessment it is possible that the space oar placement contributed to the formation of the fistula.